Manufacturer narrative:
As this was an anonymous and confidential notification, there is no additional information available, nor is it possible to contact the notifier for further clarification.

Event description:
It was reported that a balloon issue occurred. The 4.00 x 10 mm wolverine cutting balloon was selected for use. During an attempt to inflate the balloon to treat the patient's coronary lesion, the balloon failed to inflate. The device was removed and during an attempt to inflate the balloon outside the patient, it was noted that the balloon was punctured. There were no patient complications reported.